Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, noisy signals, and pacing inhibition. Reprogramming efforts were performed and the device remains in service. No adverse patient effects were reported.